Event description:
A. Was there a surgical delay because of this event? If yes, what was the duration of the delay? Delay was minimal ¿ intra-op x-ray to confirm all material was removed and the actual removal of the material. B. Was there any adverse consequences that affected the patient because of the reported event? No injury to patient. C. Can you please provide the product code and lot number of the t handle? 321.15 ¿ lot number unknown. The wrench has been returned to the vendor, perhaps the lot number is on the wrench. D. Can you confirm the name of the hospital where the revision surgery was done? (B)(6) hospital.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (patient). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: e1.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during revision of right total hip, a t handle removal device came apart into the wound. All visible pieces were removed and sequestered. X-rays obtained intra-op and were negative for retained objects. No injury noted to patient.